Manufacturer narrative:
Batch review performed on 25 june 2018: lot 1652691: (B)(4) items manufactured and released 28 novemebr 2016; no anomalies found related to the issue. To date, a similar event on the same lot has been registered. On 27 june 2018 the r&d project manager made the following comment, while checking the image of the item: the image was analyzed. It is evident a breakage of the locking disc probably occurred to several hits on the impaction plate. It is possible that also the unscrewing of the plate to disassemble it from the shell was performed with high torque that caused the breakage of the locking part.

Event description:
After impacting the cup the surgeon notified that a small piece of metal broke off of the impaction plate. The surgeon was able to recover the piece. There was an 8-10 minute delay in the case. The surgery was completed successfully.